Event description:
The patient presented to the hospital with no ventricular capture. Device interrogation showed lead impedance on both atrial and ventricular leads was 9999 ohms. An x-ray did not reveal any lead fractures. After the leads were disconnected from the device, they both showed acceptable impedance values. This was checked three times with an analyzer and also with another generator, all with normal impedances. Each time the leads were reconnected to the original device, the impedances were 9999. It was confirmed the leads were properly seated in the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: preliminary analysis found a no output condition. Further analysis determined this was the result of lifted hybrid bond wires. Other text : the patient presented to the hospital with no ventricular capture. Device interrogation showed lead impedance on both atrial and ventricular leads was 9999 ohms. An x-ray did not reveal any lead fractures. After the leads were disconnected from the device, they both showed acceptable impedance values. This was checked three times with an analyzer and also with another generator, all with normal impedances. Each time the leads were reconnected to the original device, the impedances were 9999. It was confirmed the leads were properly seated in the device. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Device was out of specification in a manner that relates to event. Capture, failure to.

Event description:
The patient presented to the hospital with no ventricular capture. Device interrogation showed lead impedance on both atrial and vent leads was 9999 ohms. An x-ray did not reveal any lead fractures. After the leads were disconnected from the device, they both showed acceptable impedance values. This was checked three times with an analyzer and also with another generator, all with normal impedances. Each time the leads were reconnected to the original device, the impedances were 9999. It was confirmed the leads were properly seated in the device. No patient complications have been reported as a result of this event.